Manufacturer narrative:
The manufacturer previously received information alleging a ventilator failed oxygen sensor calibration. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's 3-way solenoid valve and sensor needs replaced to address the issue. The system board and solenoid valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and solenoid valve were functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator failed oxygen sensor calibration. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's 3-way solenoid valve and sensor needs replaced to address the issue.